Manufacturer narrative:
(B)(4). The reported field event of high hv lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported high hv lead impedance could not be determined.

Event description:
It was reported that the rv lead was removed due to abnormal and increasing shock circuit impedances. No further information is available at this moment.